Manufacturer narrative:
Complaint sample was not available for evaluation to confirm the alleged product malfunction. According to our records no product was available from this lot in distribution centers to be analyzed. The entire lot had been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis patient reported an unrelated cycler operational support message was encountered during treatment. Additional information received during follow-up with the patient revealed that the patient had discovered solution had leaked inside the cassette door area and underneath the cycler on the following morning. The patient reported he had not experienced any symptoms or adverse patient outcome and had not required any medical intervention. The patient further reported that the complaint sample liberty cycler set had been disposed of and was no longer available to be returned for evaluation.